Manufacturer narrative:
Other relevant device(s) are: sg-64 s/n: unknown; use by date: unknown; upn: unknown hg-16-62-28 sg-64, s/n: unknown; use by date: unknown; upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 83mm diameter abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure that the patient had 10 endoanchors implanted for the treatment of a type ia endoleak in conjunction with palmaz bare mental stents. One day post the procedure, the patient was reported to have throat tenderness. Medication was taken and the issue was resolved. Per the investigator, the cause of the event is related to the index procedure. No additional clinical sequelae were reported, and the patient is fine.